Event description:
Rec'd an electronic report of a pt event that occurred while the pt was receiving dialysis with this dialyzer. The unit was contacted by phone and a verbal report was given. Also, the treatment sheets were submitted. It was reported verbally that in 01/2006, this pt experienced a hypotensive episode while undergoing dialysis. The pt reported to staff a severe low back pain. The pt also had a flushed looking face and became diaphoretic. Hemodialysis was stopped at that moment. Oxygen was given to the pt. A phone call was placed to 911 and they arrived to the unit. The pt by now was reportedly feeling better. The pt was evaluated by the md and refused to go to the hosp. The 911 team left. The pt was asymptomatic at this time. Hemodialysis was started again with optiflux 200nr and new bloodlines. Also, diphenhydramine, 25 mg ivp was given prior to restart of hemodialysis. Pt was reportedly resting comfortably thru the remainder of dialysis and able to complete prescribed treatment. There is no sample available. The pt was discharged to home.